Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted on x-rays reviewed by manufacturer. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated a system diagnostics at a routine office visit resulted in high lead impedance reading indicating a possible lead malfunction. X-rays reviewed by manufacturer did not reveal any obvious lead discontinuities. No serious injury was reported.